Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt did not charge the scs ipg as recommended. As a result, the ipg is depleted. The pt's ipg was explanted and replaced. The pt reported effective therapy post operative. The ipg will not be returned to sjm.